Event description:
Healthcare professional later reported "between the implant capsule and the fibrous capsule, there is a small amount of heterogeneous hyperechogenic content" and ¿moderate folding is observed¿ via ultrasound. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device remains implanted. The affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Crease/folding of implant: not observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, rupture. Diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-abbvie device. This record relates to the left side.